Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a baxter healthcare professional from (B)(6) of diarrhoea, peritonitis, low blood pressure and weakness in a patient coincident with dianeal low calcium peritoneal dialysis solution with 1.5% dextrose and extraneal peritoneal dialysis solution therapies for peritoneal dialysis (pd). Action taken with dianeal and extraneal therapies was unknown. During a call the following was reported. On (B)(6) 2012, the patient experienced diarrhea and peritonitis, manifested by cloudy effluent. On the same day, the patient started unspecified antibiotics for peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient experienced weakness. On (B)(6) 2012, the patient was hospitalized for the events. At the time of this report, the patient still remained hospitalized and was on ip antibiotics. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.